Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient reported that she increased stim too high once during her trial and it was painful for her but she was able to decrease to comfortable spot.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that symptoms were doing well but she was concerned about not feeling stimulation. The patient felt pain on the left side when increasing stim but was able to decrease to a comfortable level. She was not feeling stim on the right side. Additional information from the health care professional reported that the cause of the issue was that it was a peripheral nerve evaluation (pne) and the wire had dislodged. The pne concluded and they changed sides to resolve the issue. No further information was provided about this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.